Event description:
It was reported that during a colostomy takedown, the first device was opened and the surgeon felt the anvil was not attaching properly. The second device was fired and the surgeon felt there may be a leak, so the surgeon hand sewed over the anastomosis just to ensure the anastomosis was secure. The case was completed after the handsewing was complete. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Serial # (B)(4) (device b). Devices (a) and (b) arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvils were attached to the devices without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.